Event description:
It was reported that a pocket revision for the patient was completed successfully. The device was implanted deeper. Sutures were removed, a deeper pocket was created in the existing pocket, the device was placed and sutured, the patient was closed with sutures the surgeon thinks the patient's cross-fit 2 days post-implant contributed to the issue since the device couldn't sit flush with a curved surface and as a result would lift away from the body and so caused discomfort. No further relevant information has been received to date.

Event description:
It was reported by the physician's office that the reason for the patient's reported discomfort was that per the patient that maybe the generator had shifted but the doctor's office didn't know why. It was noted that the last time the vns was checked it was functioning normally. The surgery was for patient comfort with no concerns of erosion or infection. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
It was reported that the patient was referred to have their generator repositioned as the patient was having some discomfort. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.